Event description:
It was reported the patient was having coupling and/or communication issues with the recharging system. The patient had fallen and the stimulator had not been working as well. The patient visited their physician regarding the event. The patient was told a lead came off from the fall. The device was reprogrammed, which helped, but was still not as effective as it had been originally. The patient reported experiencing a loss of sleep, increased pain and decreased walking ability since the fall.

Manufacturer narrative:
(B) (4)